Event description:
It was reported that the patient presented to the emergency room after experiencing inappropriate therapy. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited far-p oversensing. Chest x-ray revealed that the rv lead had dislodged. The rv lead was explanted and replaced. The patient was stable.